Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on historical data; it may be likely that either,off axis forces during removal of the device from the packaging led to the failure, or the monofold feature on the sheath was mistaken for plastic deformation however, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the angio-seal device insertion sheath was already deformed, before the angio-seal device was used. Therefore, the device was not used and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the second device. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm. There was no health damage to the patient. There were no other devices or equipment used with the reported product. Addition additional was received on november 20, 2018. The tip of the insertion sheath was turned up.